Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was unable to be interrogated. No telemetry could be established. The device was explanted. Analysis of the ICD revealed suspected lead damage. The device misdiagnosed noise as fib, charged and depleted the battery.